Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pcb board had failed, which caused the load set alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump had cosmetic damages to the front housing. When the pump was returned to mmdg for evaluation the load set alarm did not alarm as expected. It failed to alarm. The initial reporter stated that the complaint had occurred during testing and had no affect on a patient. The alarm failure was discovered at moog. [Complaint-(B)(4)].